Manufacturer narrative:
The sapien valve was successfully implanted in the correct location within the native aortic valve and in a correct sub coronary position. No procedural or device complications were experienced during the procedure, and the valve remains implanted in the correct position. The device history record review of the effected sapien valve shows the device met specifications prior to distribution. The device is not available for analysis as it remains implanted. Per the instructions for use, arrhythmias are a potential risk associated with balloon valvuloplasty, the use of local and/or general anesthesia, and the overall transaortic valve replacement (tavr) procedure. Atrial fibrillation is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of their disease at some point in the post-operative period. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease (e.g. Htn, mi, cad, abnormal heart valves, metabolic imbalance, previous heart surgery, lung diseases, surgery or other illnesses, and exposure to certain medications). In this case, the patient experienced new onset atrial fibrillation 2 days post tavr. The exact cause for the event cannot be confirmed, however, in addition to the procedure itself, the patient's co-morbidities (cad, chf, htn, valve disease) could have contributed to the event. The event was treated with medication, and no other device or procedural complications occurred during or post tavr. Therefore, no further investigational activities regarding this event will be taken at this time.

Event description:
As reported through the partner 1 clinical study, two days post successful deployment of the sapien valve, the patient developed new onset atrial fibrillation. The patient was treated with an amiodarone drip, and then started on po amiodarone a day later. The patient was discharged from the hospital six days after the event on po amiodarone. The patient had no previous history of major arrhythmia. The attending physician described the severity of the event as moderate, the relationship to the device as possible, and the relationship to the procedure as probable. The event was described as having not been caused by a device malfunction.